Manufacturer narrative:
Film evaluation summary; the exact cause of the reported distal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, earlier follow-up films were not provided for comparison, and films during the intervention were also not available. Recent CT¿s revealed that the endurant bifurcate was positioned 10 ¿ 15mm below the lowest left renal artery within the severely angulated neck; the aortic body and infrarenal neck were angulated at the flow divider ~80 deg a-p relative to the iliac limbs. There was a marginal proximal seal. The neck diameter just below the lowest left renal measured ~35mm, the proximal bifurcate diameter measured ~37mm, and the aortic neck measured ~42mm in diameter at that same level. The max diameter aaa measured 55mm and contrast was seen outside the left-lateral side of the proximal seal from a likely proximal type ia endoleak. No clear contrast was observed within the distal sac; however, contrast was seen distal to the left limb due lack of limb apposition within the aneurysmal left common iliac artery which measured ~35mm max diameter. The left limb distal od measured ~22mm, and the diameter of the lcia at that same level was ~30mm. It appears likely that disease progression (proximal neck and iliac artery dilatation) and possible morphology changes (increased neck angulation) contributed to the events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53mm abdominal aortic aneurysm on an unknown date. It was reported that a follow up CT was performed showing a dilated proximal neck with no evidence of a type ia endoleak. However, the distal left common iliac below the stent has become aneurysmal and type ib endoleak was noted. Secondary intervention was completed with the placement of coils in the left internal iliac and the implantation of an endurant ii limb into the left external iliac which resolved the endoleak. The patient was reported to be doing well post procedure. Per the physician the cause of the event is disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Endurant stent graft correction : model # unknown, catalogue # unknown. If information is provided in the future, a supplemental report will be issued.